Manufacturer narrative:
The autopulse platform in complaint has not been returned for investigation. A supplemental report will be filed when the device is returned and investigation has been completed.

Event description:
It was reported that a (B)(6) male suffered a cardiac arrest (ca) at home. The responders arrived and found patient without any life signs. Manual CPR and acls(advanced cardiovascular life support) were initiated. The patient was placed on the autopulse following manufacturing guidelines. Patient was enrouted to the hospital, the autopulse platform began to frequently stop compressions and required the life band to be reset and restart compressions. The issue became more and more frequent. The platform also gave a false "low battery" warning and the battery was changed. Customer added saying that "low battery" warning was false as after changing the battery, crew realized that if they run the platform in constant mode the low battery message appears, if the platform is run normal with ventilation pauses there was no warning messages. Eventually, the platform completely stopped compressions and gave the message "system error out of service revert to manual CPR". Manual CPR was immediately started. Additional information was requested, however it has not yet been received.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on 09/06/16. Visual inspection of the returned platform was performed, front enclosure was noted to be cracked and battery lock was bent. Autopulse is a reusable device and was manufactured in 02/12/2008. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and multiple system error 139(unable to hold compression), user advisory (ua) 02(compression tracking error), ua 17(max motor on time exceeded), ua 08(motor controller fault detected), ua 45(not at "home" position after power-on/restart) were noted. The device displayed "system error, revert to manual CPR" during functional test. In summary the customer's reported complaint is confirmed. The root cause for the reported complaint is related to the defective processor board. After processor board was replaced, ua17 was observed during compressions, the defective drive-train assembly needed to be replaced to resolve ua17. The clutch/drive shaft was noted to be stiff, the clutch plate was deburred to remedied sticky clutch.the functional test was performed using the 95% patient test fixture for several hours, and did not duplicate any of the user advisory or fault.